Event description:
The iab was inserted into the pt on 9/27/96. On 10/08/96 after iabp for 11 days, the pump alarmed "blood detected". The iab was removed and a second iab was inserted. Another pump was also used. (Event complications: none from the event - reported 11/20/96). (Pt's current status: unk-rpt'd - 11/20/96).